Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2019, w1dr01 ipg, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pre-discharge check the right ventricular (rv) lead had dislodged due to patient anatomy. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.